Manufacturer narrative:
The ge rep performed an on site investigation. Diagnostic testing was performed. The system operates as intended.

Event description:
The customer reported the system shuts down intermittently. The system also intermittently does not boot up. No report of pt injury.